Event description:
During removal of silicone round drain, drain tubing broke leaving an 8 cm. Piece of tubing inside the right hip soft tissue. Return to surgery 4/10/1998 for removal; broken piece loose in wound, not bound up by suture.